Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8169569. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that leakage occurred during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "when infusing medication, it leaks through the connector. Information received by email on 9/23/2019: the lot number is 8169569. There was no damage to the patient/health professional. The drug used was anesthesics (propofol, esmeron, fentanyl, cefazolin). The sample or photos are not available."

Event description:
It was reported that leakage occurred during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "when infusing medication, it leaks through the connector. Information received by email on (B)(6) 2019: the lot number is 8169569. There was no damage to the patient/health professional. The drug used was anesthesics (propofol, esmeron, fentanyl, cefazolin). The sample or photos are not available."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8169569. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "when infusing medication, it leaks through the connector. Information received by email on 9/23/2019: the lot number is 8169569. There was no damage to the patient/health professional. The drug used was anesthesics (propofol, esmeron, fentanyl, cefazolin). The sample or photos are not available."